Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -8.50 diopter, implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020 as a replacement lens to correct low vault. Lens did not resolve the problem, too short fu. For status of the eye the reporter stated " quiet eye low-medium vault ". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.